Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal prolapse and sui; concurrent procedure-hysterectomy. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, and bleeding. It was reported that patient underwent an undermining of vaginal mucosa with excision of mesh and closure of the vaginal mucosa on (B)(6) 2007 due to erosion. (B)(4).

Manufacturer narrative:
This medwatch report # 2210968-2013-10180 is being voided as it is a duplicate of medwatch report # 2210968-2013-07286. Please see medwatch report # 2210968-2013-07286 for all information regarding this event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.